Manufacturer narrative:
The manufacturer previously received information alleging a ventilator service required alarm sounded. There was no harm or injury reported. No medical interventions were specified. New information: during the evaluation of the device at the manufacturer's service center, the error log confirmed a proximal pressure sensor error. It is considered that negative pressure occurred in the proximal line for an external factor, but it is also possible that there was a temporal failure. Therefore, the system pca was replaced as a preventive measure. The unit passed all subsequent tests.

Event description:
The manufacturer received information alleging a ventilator service required alarm sounded. There was no harm or injury reported. No medical interventions were specified. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.